Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the white plastic connector from proximal port on patient's right intra-jugular cvc line was found to have fallen off in the bed. It did not appear to have been pulled off due to excessive tension on the line. It appeared to have fallen off clean from the tubing. There was no harm to the patient." It was reported the bedside nurse cleaned the exposed end of the tubing with a chlorhexidine wipe, covered the exposed end with a tegaderm dressing, and clamped the line with an additional clamp to ensure no leakage. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the white plastic connector from proximal port on patient's right intra-jugular cvc line was found to have fallen off in the bed. It did not appear to have been pulled off due to excessive tension on the line. It appeared to have fallen off clean from the tubing. There was no harm to the patient." It was reported the bedside nurse cleaned the exposed end of the tubing with a chlorhexidine wipe, covered the exposed end with a tegaderm dressing, and clamped the line with an additional clamp to ensure no leakage. The patient's condition was reported as fine.